Event description:
It was reported that two days after an axillary procedure, the pt had a hematoma. Surgeon believed the case went well and was happy that pt hardly needed any drainage.

Manufacturer narrative:
Info not available, device not returned for analysis.